Manufacturer narrative:
The device was returned for evaluation. The reported needle to cuff miss was not confirmed as not all components were returned for testing. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, it is likely that an interaction with patient anatomy (calcification) or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Calcification/challenging anatomical conditions likely contributed to the reported resistance was felt during removal. The treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a small bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred and resistance was felt during removal. The device was eventually removed manually with a little force. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.